Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, current-controlling transistor q1 was shorted on the bedside pca. The root cause for u104 and u1003 failure and the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was resetting.